Event description:
(B)(4). After getting my essure planted the following month I broke out from an allergic reaction where my whole body was swollen from head to toe that lasted a whole 30 days + . I screamed at my doctors to remove the coils explaining to them that I've never had these problems before essure and that it had to be essure. I was told that the devices couldn't be removed without getting a hysterectomy. I've had this episode of hives and swelling up on and off since getting the essure. I have back pain , horrible headaches, pelvic pain, pain with intercourse, tightness in throat on and off, I now have a ovarian cyst and fibroids, memory lost, dizziness on and off ,blurry vision ( my vision was good before essure, stomach pains and shortness of breath. Im still being told that it can't be because of essure.